Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
While in the tilt position the unit got stuck. The user had the position almost all the way down when the unit got stuck.